Event description:
Account stated that the wires where p640 light flips over smoked and burnt.

Manufacturer narrative:
Technician removed the left end cap and found that the clear insulation and wiring harness powering the upper light was burnt in half. Customer description: on sunday, (B) (6) 2010, at about 11:30am, the light above the bed in patient room (B) (6), was observed smoking. The nurse immediately turned off the light by using the pullchain. The patient in the room was moved to another room. No injuries. On monday, (B) (6) 2010, maintenance was notified and power to the light was shut off. Room is vacant at this time. Advised maintenance to inspect all wiring harnesses. The customer service bulletin dated (B) (6) 1988 was provided to the customer. Account stated that he has replaced the wiring harness in question and the light is functioning properly. No further issues. Account is replacing all other harnesses at the facility as a precaution as rooms become available.